Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned separated, and the carrier tube was in a fully rear-locked position. The carrier tube was found to have been bent. The anchor and collagen were visible and covered with blood at the distal tip. The bypass tube was found to have been intact at the distal tip. No other damage or deformation was found on the returned device. Functional testing was performed by assembling the hemostasis sheath and carrier tube assembly. The device assembly was set in the forward lock position and then reset to the rear lock position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: xray tech in cath lab. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor used the involved 6 french angio-seal for a left common femoral artery closure. When the doctor went to pull the device and sheath back; anchor was not deployed in artery. Pressure was held for hemostasis. Patient was in stable condition. Procedure outcome was successful and completed. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative. Additional information was received on 05 may 2023: chronic total occlusion (cto) coronary procedure was being performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.